Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(6) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A medical assistant calling from a physician's office reported that in may their adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Caller further reported that when they attempted to perform a test on a patient, the meter did not work. The patient was sent to the hospital where a reading of 500 mg/dl was received on an unspecified device. It is unknown what treatment may have been rendered at the hospital, but the caller indicated the patient "was diagnosed with having diabetes". There was no report of death or permanent injury associated with this event.